Event description:
It was reported that this pacemaker device exhibited a large decrease in remaining battery percentage. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition. Device replacement was recommended by a technical service (t/s) consultant in the near future. At this time the device remains implanted. No adverse patient effects were reported. Additional information was received that the device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device exhibited a large decrease in remaining battery percentage. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis confirmed the device was exhibiting characteristics of a premature battery depletion (pbd) condition. Device replacement was recommended by a technical service (t/s) consultant in the near future. At this time the device remains implanted. No adverse patient effects were reported. If the device is explanted and returned, an analysis will be done at that time, and a updated report will be submitted.